Event description:
The manufacturer received information alleging a ventilator stopped operating. The ventilator alarm occurred on 2/28/2024 at 20:38. At 21:30 the family called an ambulance and the patient was taken to the hospital. At 22:30 the device was replaced. The patient recovered within (B)(6). A nurse at the hospital confirmed there was no significant deterioration in the patient's condition. During the evaluation of the device at the manufacturer's service center, the error log confirmed the allegations. It was determined a faulty system pca was the cause of the issue. The system pca was replaced to repair the device. The blower was replaced as a preventive action. The device passed all tests.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator stopped operating. The ventilator alarm occurred on (B)(6) 2024 at 20:38. At 21:30 the family called an ambulance and the patient was taken to the hospital. At 22:30 the device was replaced. The patient recovered within (B)(6). A nurse at the hospital confirmed there was no significant deterioration in the patient's condition. During the evaluation of the device at the manufacturer's service center, the error log confirmed the allegations. It was determined a faulty system pca was the cause of the issue. The system pca was replaced to repair the device. The blower was replaced as a preventive action. The device passed all tests. After receiving further information from the patient, it is determined that the initial report should have been filed as both serious injury and product problem. Section adverse event/product problem in box b has been updated/corrected in this report.